Event description:
It was reported that, effusion after close seen on angiogram. 8f balloon was used for tamponade and an 8f covered stent. Hemostasis achieved. Patient did well. Vascular surgery inly used covered stent due to high stick by the ic.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery (cfa). Micropuncture and ultrasound guidance were utilized to gain a high stick positioned access. Vasculature was noted greater than 7.5mm, mild high cfa calcification, posterior wall calcification, minimal tortuosity high in the cfa and lower iliac, with a depth measurement of 4.5cm. The instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Activated clotting time (act) prior to closure was 350, protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was instantaneous; however, a post-angiogram indicated extravasation. Balloon inflation was applied to tamponade and a covered stent was deployed to address the extravasation. Vascular surgery initially chose to use a covered stent due to the high stick. The patient outcome post procedure was fine. The physician mentioned the extravasation appeared above the manta lock and it was possible the nose cone of the tavr sheath may have caused or contributed to the extravasation; however, was unsure. The patient was noted to be a female weighing more than two hundred pounds; potentially having a bmi greater than 40. The IFU warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). The suspected root cause of the extended hemostasis requiring a covered stent may be due to user error in utilizing manta in a patient with a high access, and potentially a high bmi. A high access site or high bmi can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the device not being deployed per instructions for use and the event of extended hemostasis requiring endovascular intervention (covered stent). The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.